Event description:
An evaluation of the returned device revealed clogging of the nozzle with foreign material. Foreign material could be removed even if the correct reprocess was performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
There were few additional findings. The device exhibited reduced angulation. The adhesive part on the bending section cover was worn out. Defects were noted on the distal end and connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, black foreign matter that appears like fragments of an o-ring or tube is clogged in the nozzle. It is likely that due to physical damage to the equipment, the foreign matter could not be removed even after proper reprocessing. The nozzle was deformed. There were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: " do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information from customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if additional information is received.

Event description:
It was further reported, the endoscope was sent to olympus for a blocked air/water channel problem that was detected in an lde. This incident had no impact on a patient.